Manufacturer narrative:
The exact date of the event is unknown. The provided event date was chosen as a best estimate based on the date that the manufacturer became aware of the event. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(6). (B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
Note: this report pertains to the second of two devices used during the same procedure. Refer to manufacturer report # 3005099803-2018-60846 for the other associated device information. It was reported to boston scientific corporation that a spyscope digital access and delivery catheter was used during a stone removal procedure performed in the pancreas. According to the complainant, during the procedure, the physician applied the cup of a spyglass retrieval basket at stone extraction after lithotripsy in the pancreas. When the retrieval basket was pulled back, the working channel sleeve protruded. A second spyscope ds device was used, and again the working channel sleeve protruded when the basket was pulled back. The procedure was completed with another spyscope digital access and delivery catheter. There were no patient complications reported as a result of this event.